Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports no hearing impression with the device on the right side. If he presses his finger on the skin close to the tragus, he can elicit a hearing impression via the implant. Re-implantation is planned for (B)(6) 2021.

Event description:
The user reports no hearing impression with the device on the right side. If he presses his finger on the skin close to the tragus, he can elicit a hearing impression via the implant. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The reported issues match the damage found during investigation. This is a final report.